Event description:
It was reported that a malfunction alarm occurred with the pump, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Although the initial resolution suggested replacing the pump, cts provided pump reset information, assisted the caller in resetting the pump, and clarified that the same malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact cts if the malfunction code appeared again.